Manufacturer narrative:
In 2009, operative report description of procedure does not include any statement regarding the broken ring noted during the procedure, however, it does state "the abdomen was entered medially entering into the mesh. The mesh was then carefully removed from the abdominal wall and the peritoneum. There were no more further pieces of the mesh ring". The finding section of the operative report state "bard mesh with a fractured sewing ring, and this mesh was removed". Based on the same day operative report, it is unclear if the "fractured sewing ring" was a result of the mesh having been cut at the start of the procedure. No sample has been returned, therefore, we are unable to determine the cause of the "fractured sewing ring". No conclusion can be drawn at this time. We have contacted the initial reporter to request additional information, and to request return of the device for evaluation. This MDR includes all patients, event and device information davol has received to date.

Event description:
Event description based on patient reported information & medical record review: (2009). In 2003 - patient underwent abdominal exploration, pancreatic biopsy, repair of ventral abdominal hernia with bard bilayer mesh and partial omentectomy. (E-mail provided with copy of implant record identifies the product as a composix kugel mesh, catalog number 0010206, lot number 43jnd228). In 2009 - patient underwent a whipple procedure to remove a benign pancreatic tumor. During this procedure, his surgeon noted that "breaking around the mesh" had occurred. Mesh was explanted. Per operative report description of procedure: "through a midline incision extending to the left of the umbilicus, the abdomen was entered medially abdominal wall and the peritoneum. There were no more further pieces of the mesh ring." Operative report findings: "numerous adhesions, bard mesh with a fractured sewing ring, and this mesh was removed."